Manufacturer narrative:
The device was not returned for analysis since it remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system stated they heard beeping coming out of their device. Technical services (ts) reviewed and it was noted that the right atrial (ra) lead exhibited pacing impedances low out of range; however, beeping for this anomaly had been turned off. Ts did not suspect the device was causing the beeping and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.